Event description:
It was reported that there are leaks when placing the tank on the pump and the nurse clearly saw leaks in the blue clamp. Per reporter there are no problems declared on the pump (no alarms). There was no patient harm/adverse event reported.

Manufacturer narrative:
E1: facility name (B)(6). H3/h6: one picture was attached to the complaint. In this picture, drops on the cassette between the medication bag and the housing were detected. According to picture received, the reported leaking issue was not confirmed due to the picture not showing clear evidence of the leaking. A lot history review found there is not non-conformance or deviation related to the failure reported. The device was not returned for analysis. This investigation was unable to determine a probable cause.